Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument misfired and was clamped on the stomach. It was noted the stapler instrument would not unclamp. No fragment fell into the patient. The customer completed the procedure and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was evaluated by the failure analysis team. Failure analysis confirmed that the I-beam sleeve damage caused the reported stapler misfire. Testing on an in-house system showed the instrument failed the firing test. Additionally, in-house testing confirmed a firing failure of the stapler. During a test on foam with a white reload, the system paused four times for compression and failed at 14mm. The cut line was straight, with three unformed staples puncturing the foam. No cartridge or pusher damage was observed. The stapler was used on a da vinci 5 system. The complaint was confirmed by failure analysis. Site reported the staff encountered an issue where they were unable to remove the stapler instrument. Technical support engineer (tse) walked the staff through an e-stop of the system, and the staff was able to remove the stapler instrument to continue with the procedure.

Manufacturer narrative:
An advanced instrument review of the information associated with this event has been performed and the following additional information was provided: the logs showed that instrument was installed on the system 6x and fired 6 reloads (2 blue, 1 white, 2 blue, 1 white). On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 2, the first clamp was successful, and the firing was completed with 2 pauses for compression. On install 3, the first clamp was successful, and the firing was completed with 4 pauses for compression. On installs 4 and 5, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 6, the first two clamps were successful, but were followed by a firing failure. The firing failed after 4 pauses for compression. The subsequent unclamp attempt appears to have been interrupted and/or aborted, as there is no completion percentage logged. Parameters indicate that the result is ¿unknown¿. The logs show error code 23012 at the same timestamp as the unclamp event, indicating a torque error happened during the home mode of installation. This would normally happen when the user took off the instrument and carriage would automatically return to the top of the spar. Based on the error codes and analysis by the systems team, there are some notes on what may have occurred: during the last (failed fire), there are multiple logs about arm collision. After the unclamp attempt, there is a log about the tag not being present. It is possible the instrument got bumped and displaced (might explain the tool on off and arm not ready logs). At some point, the instrument non follows action changes from unclamping to inactive, and similar to aborted clamp, they have aborted unclamp which produces in a "result" of 8 and empty logs. The probable root cause of the instrument I beam assembly and functional test failure issues are attributed to the manufacturing.

Event description:
Refer to h11 for follow-up information.